Event description:
As reported, in 2008, this pt was implanted with gore excluder aaa endoprostheses. Upon removal of the gore introducer sheaths both the left and the right common iliac arteries became perforated. The iliacs were repaired with gore viabahn devices and iliac extender components. Angiography demonstrated a type I endoleak originating from the proximal portion of the trunk-ipsilateral leg component. An aortic extender component was advanced up to the level of the renals deployed and dilated. Angiography demonstrated a reduction in flow to the aneurysm sac with a delayed flow attributed to a type ii endoleak.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.